Event description:
False positive result for a negative control fluid on the vitros eciq analyzer. No patients results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician actio. There was no report of patient harm as a result of this event.